Event description:
As reported by (B)(6), approximately (B)(6) post index procedure the patient experienced behavioral change, reflex cange, hemineglecton and hemiparesis on left side. It was diagnosed as an ischemic stroke. Onset was gradual and recovery was partial with major residual. Records received indicated that 4 days after the adverse event, the patient required considerable assistance and was unable to use left upper extremities. Rehabilitation was recommended but was refused by the patient and his family. During the index procedure pta was performed on an 85% occluded lesion in the ostium of the right internal carotid artery of 14mm in length in a 5.1mm vessel diameter. The arch I lesion was eccentric, ulcerated, mildly calcified with mild vessel tortuousity. A 7mm angioguard xp embolic protection device was successfully deployed and the lesion was pre-dilated. A 10x30mm precise pro rx stent was successfully deployed and the angioguard was retrieved. There was debris found in the basket upon retrieval. There were no technical problems. The patient was neurologically intact upon leaving the angio suite. The patient was discharged on the following day with no major adverse events.

Manufacturer narrative:
Concomitant medications: pre-procedure medications included lisinopril, glucophage, gipizide and aspirin. Intra-procedure medications included bivalrudin. Post-procedure medications included lisinopril, glucophage, gipizide, clopidogrel and aspirin. Concomitant devices: angioguard embolic protection device, catalog number 701814rmc, lot number unknown. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(4) registry one day after stent deployment the patient underwent coronary artery bypass surgery and one day later (2 days post index procedure) the patient experienced behavioral change, reflex change, hemineglect and hemiparesis on the left side. It was diagnosed as a bilateral hemispheric embolic stroke. Onset was gradual and recovery was partial with major residual. During the index procedure pta was performed on an 85% occluded lesion in the ostium of the right internal carotid artery of 14mm in length in a 5.1mm vessel diameter. The arch I lesion was eccentric, ulcerated, mildly calcified with mild vessel tortuousity. A 7mm angioguard xp embolic protection device was successfully deployed and the lesion was pre-dilated. A 10x30mm precise pro rx stent was successfully deployed and the angioguard was retrieved. There was debris found in the basket upon retrieval. There were no technical problems. The patient was neurologically intact upon leaving the angio suite. The patients medical history includes synchronous, severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, clinical copd, abnormal stress test, history of smoking, diabetes mellitus, coronary artery disease and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15571475 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events, especially in light of the fact that the patient underwent coronary bypass surgery the day before.